Event description:
It was reported that during pacemaker implant procedure the patient's blood pressure(bp) decreased at the time of testing the device after connecting the leads. It was also reported that the patient had high atrial rates and following a sensing test the patient's bp deteriorated further. The bp did not recover and the patient passed away subsequently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.